Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported symptom "inoperable keypad softkeys aren't working", which was reproduced. The device evaluation confirmed the 1st and 2nd softkeys to be inoperable caused by a failed keypad. All of the remaining keys functioned as expected. The failed keypad was replaced.

Event description:
It was reported that a spectrum pump had an inoperable keypad "softkeys aren't working". Any patient involvement, injury or medical intervention is unknown.